Manufacturer narrative:
There is no additional information of the event available yet. Event date is not known. The device has been returned and a device evaluation completed. The user¿s complaint was confirmed. The video connector had a worn out latch which caused loss of image when wiggled. The image quality was also grainy. This issue is attribute to the faulty patient board set. The main switch housing top cover had deep scratches but not affecting functionality.

Event description:
As reported for this event, during preparation for use for a procedure, the device would not show video when working with the 180 series scopes. There was no reported patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The reported issue for the event was that the device would not show video when working with the 180 series scopes. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. When the change history of the parts was checked, it was confirmed that the design change of dr board was made on april 16, 2018. It is unclear whether this design change will involve the event pointed out. Likely cause of the issues found are as follows: scratches on top cover. It is unlikely that it would be damaged under normal use, and it is highly likely that a large load outside of the recommended usage conditions would have been instantaneously added from outside. Malfunction of the video connector's lock mechanism. Damage is unlikely under normal use. It is highly likely that the locking mechanism damage and contact failure occurred because a large load out of the recommended usage condition was instantaneously added from outside. No endoscopic images (180 scopes). The failure of the patient board. It is highly likely that the synchronized circuit failure of 180 scope occurred due to the failure of the patient board.